Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated that the controller is not working to charge their implant. Patient stated that they are getting no device found and to reposition when trying to charge the implant. Patient then stated that when they go to start a charge session, the paddle gets really hot. Patient said that they put the strap on the paddle and put it all the way up against the implant, but the controller still won't connect to the implant to charge. Patient mentioned that the numbers on the controller went from 0 to 79 and they were able to charge but then took it all back to 0; agent understood this to be passive recharge. Agent asked patient to inspect the recharger for damage and patient said that there is no visible damage to the equipment. When asked for an event date; patient mentioned that the issue just started and they thought it was going to be a problem this weekend so it was thursday or friday. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
H3: product ID 97755,serial# (B)(6) was returned for analysis and found there was a failure with the recharger and that a "no device found" message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.